Event description:
It was reported that during a six-week follow-up examination following a pubovaginal sling procedure, the dr noted erosion at the mid-urethral location and ta the pt's right side location. The dr removed the exposed part of the mesh at these locations and treated the pt with estrogen cream. No further complications were reported.

Manufacturer narrative:
No sample was provided for evaluation and no indication was given that the product failed to perform its intended function. Additionally, the product's insert which accompanies each device status is asverse events that. "The implant procedure and the instrumentation associated with the surgical placement of the urethral support system carrry an inherent risk of infection and bleeding, as do similar urological procedures." As defined in the adverse events section of the IFU, "complications associated with the power implantation of the urethral support system may include, but are not limited to. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or errosion of the implant." Baseline report previously failed.